Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a leak in iab alarm. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a leak in iab alarm. There was no reported injury to the patient.

Manufacturer narrative:
Serial #: (B)(6). Lot #: 3000077562. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. Two catheter tubing kinks were observed near the y-fitting at approximately 70.9cm & 75.9cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).